Event description:
Stryker was informed of a possible event involving this device. Additional details have not yet been made available. A supplemental report will be filed upon receipt of additional information. Upon further review, it has been determined that this is a duplicate of report 0009617544-2019-00085.

Manufacturer narrative:
Corrected data: upon further review, it has been determined that this is a duplicate of report 0009617544-2019-00085.

Event description:
Stryker was informed of a possible event involving this device. Additional details have not yet been made available. A supplemental report will be filed upon receipt of additional information.